Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2016. In mid-(B)(6) 2018, the patient suddenly developed convulsions and coma. The patient was sent to the hospital for treatment. The doctor arranged the patient to receive an intravenous drip. A CT scan showed increased cerebrospinal fluid. It was stated the doctor indicated the patient could try to press the reservoir by themselves. At the time of the report, the patient reportedly had no discomfort.